Event description:
Surgery time was extended over 30 minutes,. The cuts made by the surgeon were about 1mm larger than the implant and the surgeon notched the femur trying to put it on. The surgeon had to convert to a legion revision femoral component and a 12 x 220 legion stem.

Manufacturer narrative:
Na